Event description:
Reporter stated that when a catheter was removed from the left hand of a post-surgical pt, the catheter sheath appeared to be shorter than usual. The length was compared to an unused catheter and it appeared to be approx 1/4" shorter. The pt's left arm was x-rayed and no radio-opaque foreign body could be visualized. Reporter stated that the pt's physician does not anticipate any sequelae. F/u call to reporter one month after incident; no sequelae have been reported for this pt.